Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). At the time of this report, dianeal pd2 1.5% and 4.25% therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain which required hospitalization. On an unreported date, the patient began remedial therapy with cefazolin and ceftazidime (doses, frequencies and routes not reported). The cause of the peritonitis was unknown. The peritonitis was resolving (ongoing and improved).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.